Event description:
The customer reported having high blood glucose after starting to use the sensors. The customer stated that his glucose level was 303mg/dl after eating lunch. His blood glucose was treated and thirty minutes later it dropped to 133mg/dl. Called back the customer and he stated that the paramedics were called because his blood glucose dropped to 53mg/dl. By the time the paramedics arrived his blood glucose went up to 83mg/dl, and he was told to treat with carbohydrates. The customer called back and stated that he woke up during the night and started to feel sick again. He ate a sandwich and discontinued using the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.